Event description:
A hemodialysis user facility has reported that a combiset twister connector separated during a treatment. The facility has been contacted where it has been learned that the access flow study had been completed. Once the test was complete, the twister device was manually clicked back into position, when approx 1 hr and 55 mins into the dialysis treatment the venous line separated from the twister device. The blood loss for this event was 250 ml. It was reported that the pt is fine. A whole new treatment set was then set up, and the dialysis treatment was completed as prescribed without further incidence to this pt. The pt was discharged to home. The sample was discarded. The facility has reported that there was no further ill effect to this pt from the event to date.